Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2018, the surgeon could not insert the femoral neck screw into the nail. The aiming arm was perfect, the nail's hole was the problem. Another tfn nail and femoral neck screw were used to complete the procedure. The procedure was successfully completed with no surgical delay. Concomitant devices: aiming arm (part unknown, lot unknown, quantity 1). This report is for one (1) 11mm 130 degree tfn nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history (lot), manufacturing date: 21-feb-2018 , part number: 456.318, 11mm/130 deg ti cann troch fixation nail 170mm , lot number: h573946 (non-sterile) . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component part dhrs were not reviewed as this complaint is relevant to a dimensional concern within the body of the nail. A review of the component dhrs would not be relevant to this complaint condition. Upon visual inspection the locking mechanism has been deployed and the distal tip is bent inward which would prevent the locking screw from inserting which in turns results in the misalignment. No new issues were identified. A functional test was performed with the returned locking screw (04.032.100s/h646203) and the screw could not be inserted due to the locking mechanism be deployed. The received condition does agree with the complaint description and can be replicated with the returned devices. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned implants lot number and no material record review or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The complaint was able to be confirmed. Investigation conclusion: a definitive root cause could not be determined based on the provided information. Rough handling may have been factor into the locking mechanism being deployed prior to screw locking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.